Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the right femoral artery using a 6f non bsc sheath. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery. After a non bsc guidewire crossed the lesion, predilation was preformed using a 4x2 coyote es balloon catheter at 14 atmospheres. Another dilatation was performed using a 5.0mmx20mmx143cm nc quantum apex¿ catheter balloon and was inflated at 18 atmospheres however, the balloon ruptured. The procedure was completed with this device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).